Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient is having trouble with his inflatable penile prosthesis(ipp) pump again. The patient described his problem as being the same problem he had before. The skin/tissue is attaching to the pump and is causing a lot of pain. He stated the pain and suffering that he has had the last two months was terrible and that he is still in pain. The patient explained that his physician is now talking about scheduling another surgery to create another pocket for the pump and is saying it could do the same thing in the future. The patient liaison recommended the patient speak to his physician and recommended a website if the patient would like to get a second opinion. Additional information was received that this patient had his surgery. Is was stated that this patient had an infection and pump displacement that was causing the pain. His inflatable penile prosthesis (ipp) was removed and a new spectra penile prosthesis (spp) was implanted. No other complication were reported in relation to the event. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.